Manufacturer narrative:
Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a small bowel resection, as soon as the surgeon started to fire the device, it stopped working. Waiting for about 30 seconds, the surgeon restarted to fire the device and it immediately stopped. The device did not work at all after that. The tissue was released safely with silver button. A new reload was applied from where the original staple line stopped, however, the same issue occurred. The tissue was released by pushing the silver button. The surgeon used a new device to complete the procedure. Additional tissue resection was not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product was removed from the tissue without damaging it. No bleeding occurred. The current patient status is without issue.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one adapter, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned devices. Visually, there were no initial abnormalities noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 3 autoclave cycles for the handle and 20 autoclave cycles for the adapter. No functional abnormalities were noted for the handle. During functional testing of the adapter, it was noted that slow firing occurred. The firing force was measured and deemed to be below minimum firing force requirements. The adapter was dismantled and areas of corrosion were noted. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested. The root cause could not be reliably determined. Potential root causes for the slow firing may be improper cleaning techniques or component wear contributing to increased firing forces. The file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).